Event description:
It was reported that an (B)(6) male patient died five days after placement of a zenith flex with spiral-z technology aaa endovascular graft iliac leg graft. During the index procedure on (B)(6) 2022, the patient received two zenith iliac leg grafts, a proximal fenestrated body graft, and a distal fenestrated body graft. The patient developed renal failure and abdominal pain, but refused to pursue dialysis. The patient died several days later on (B)(6) 2022. It is currently unclear if the zenith iliac leg grafts caused or contributed to the patient death. Additional information regarding the cause of death, procedure details, planning and sizing information, and pre-existing conditions has been requested but is currently unavailable. This report captures one zenith iliac leg graft. The other zenith iliac leg graft involved in this event is also captured under patient identifier (B)(6).

Manufacturer narrative:
The zenith proximal fenestrated body graft and the zenith distal fenestrated body graft involved in this event are manufactured by william cook (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Correction: additional information was received on 06jun2022. The customer confirmed the reported issue of renal failure and subsequent death were not related to either of the implanted zsle leg grafts. There is no indication that the zsle leg grafts caused or contributed to the patient death. Therefore, this event no longer meets the definition of a complaint under FDA 21 part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction as there is no indication of a zsle leg graft malfunction leading to an ae. No further reports under manufacturer report number 1820334-2022-00696 will be submitted.

Event description:
Additional information was received on 06jun2022. The customer confirmed the reported issue of renal failure and subsequent death were not related to either of the implanted zsle leg grafts. There is no indication that the zsle leg grafts caused or contributed to the patient death.